Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent repair of small bowel obstruction and lysis of adhesions on (B)(6) 2015 during which the surgeon noted ¿a bowel obstruction due to a bowel obstruction due to a fixation to the ventral mesh. He further noted the removal of the small bowel from the anterior abdominal wall, where it was fixated to the mesh resulting in some serosal tears.¿ it was reported that the patient experienced severe pain, adhesions, nausea, chills, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 10/16/2020. Additional information: a1,a2,b7,d3,g1,g2.